Manufacturer narrative:
Updated fields: b5 h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient that approximately three years and eight months after valve implant, the patient woke up with a roaring heart murmur. Upon follow-up with a physician, the patient was scheduled for reassessment after six months. After six months, the patient underwent imaging which revealed a failing leaflet. The patient reported that their heart murmur gradually became quieter. The patient was referred to an interventionalist.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 4 years 3 months following the implant of this transcatheter bioprosthetic valve, the valve failed. The mechanism of failure was severe central aortic insufficiency (ai), due to what appeared to be a partially flail non-coronary cusp (ncc) leaflet. Signs of hemolysis were also observed. No additional adverse patient effects were reported.